Manufacturer narrative:
(B)(4). Device evaluation: the report that the catheter was occluded was confirmed. Returned was a 2-lumen catheter marked 5.5fr on the juncture hub. The catheter body was severely kinked at the entrance to the juncture hub and was severed at the 7 cm mark. The severed distal portion of the catheter body was not returned. A 10 ml syringe and water were used to check for flow. When the catheter body was in a kinked position at the hub, water could not be injected through either the proximal or the distal lumen. When the catheter body was in a straight position, water could be injected through both lumens with normal pressure. A 0.014" lab wire was inserted into each lumen at the distal end of the catheter. The wire passed through each lumen of the catheter body without resistance until it reached the kink in the body at the juncture hub. A review of the device history records did not reveal any manufacturing related issues. Based on the kink in the catheter and the report that it was in use for 2 months, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported the catheter was removed from the patient when the infusion was done. They had issues with the catheter during use with not being able to flush and get blood return. They used cath flo several times. Once the catheter was removed they saw there was a kink at the hub and discoloration of the catheter.